Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator exhibited a communication issue and displayed a red call doctor icon. Technical services (ts) was consulted and assisted the patient in troubleshooting. The communicator issue persisted. The patient was referred to contact their clinic regarding the red call doctor icon. No adverse patient effects were reported. This crt-p remains in service.